Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-aug-2025, the user reported a low blood glucose (bg) of 64 mg/dl after lunch, likely related to meal announcement while bg was elevated (at 204 mg/dl) and potential insulin stacking. The low bg was corrected with peaches, and the ilet alerted. Overnight, bg rose above 180 mg/dl, later reaching a high of 286 mg/dl, which persisted for about 12 hours. Investigation revealed the insulin cartridge had run empty and, upon removing the contact detach site, the user noted bleeding and a small bump. A supply change was recommended and completed. Follow-up on (B)(6) 2025 confirmed bg remained elevated (291 mg/dl) before trending down. By 19-aug-2025, the user reported bg levels had stabilized after moving to a new site and completing the supply change, with insulin delivery resumed normally. At the end of the case, the event involved a lowest recorded glucose of 64 mg/dl and a highest of 286 mg/dl, was corrected with food intake and a supply change, and was managed without medical intervention or external assistance. Symptoms were minimal, with the user reporting feeling fine.